Event description:
A 15mm diameter 11.5cm length aneurx iliac extension stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that during advancement the stent graft without the use of a guide catheter the stent graft kinked; the stent graft was removed from the patient. The physician pulled a second aneurx bifurcated stent graft of the same size and the cse was completed successfully. There were no clinical sequelae reported and the patient is reported to be fine.